Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a partial corpectomy of c5 with decompression of the spinal cord and bilateral neural foraminotomy and anterior cervical arthrodesis at c5-c6, c6-7 to treat cervical disc herniation and spondylosis at c5-6 and c6-7 with radiculopathy. Competitor vb cages were packed with bmp sponges and placed at c5/6 and c6/7. The patient alleges an injury has occurred. No additional info is available at this time.